Event description:
It was reported a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient presented to the hospital for confirmation of the peritonitis but was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (dose, frequency and duration not reported). At the time of this report the patient was recovered from this peritonitis event. Action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The diagnosis date of this peritonitis event was reported as "(B)(6) 2015". The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.